Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nx009z-as vega ps femoral comp.cemented f4n l. According to the complaint description, the femur implant loosened after 4 years and 6 months. Cement was found attached on the femur bone, but none on the implant. A revision surgery was necessary. Both femoral and tibial implants were removed and replaced with competitor's products. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4). Nx062k-tibia extension stem 12x52mm cemented-52245695. Nx051k-vega ps tibial plateau cemented t1-52284553. Nx110-vega ps gliding surface t1/1+ 10mm-52275322.

Manufacturer narrative:
Update: a- patient data. Investigation results: visual investigation: investigation was carried out visually and microscopically. The provided (complained) femoral component shows no abnormalities, serious visible damages or obvious visible material/coating defects. Only little bone cement residues can be found on the intended area of the femoral component. The also provided tibial component (involved component) shows bone on almost the whole intended area and a visible bony anchorage. The gliding surface of the provided meniscal component shows visible scratches and imprints most probably resulted from third body wear (bone cement residues and/or bone chips). There are several root causes for an implant loosening. It could be possible that there were problems with the cement technique. A further root cause for an inadequate connection between implant surface and bone cement could be that the intended area for the bone cement came into contact with, for example, blood or other substances before cementation. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 4(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.